Event description:
The customer reported the device had a power supply failure. Product support provided the part ID for a replacement power supply. The customer reported no patient involvement, no patient harm. The customer replaced the power supply to resolve the issue. The device passed all manufacturers testing.

Manufacturer narrative:
MFR service was not requested. The customer replaced the power supply.